Event description:
It was reported that the home patient (hp) failed to follow therapy steps during peritoneal dialysis therapy on the homechoice device during initial drain. During a call with the technical service representative (tsr), the hp informed that they connected themselves and then realized that they did not open patient line clamp during priming. The hp then disconnected and put a flexi cap on patient line. The technical service representative (tsr) explained to hp that they cannot go back and re-prime patient line once they connected and disconnected patient line. The tsr explained the proper procedures and assisted the hp in ending the therapy. The tsr advised the hp to start over with all new supplies. The hp would complete the therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error in which the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It instructs the user to open the clamp on the patient line to ensure proper priming. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.